Manufacturer narrative:
Device evaluation is pending.

Event description:
It was reported that the device was alarming occlusion constantly. Patient involvement is unknown.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were removed/broken. Review of the event history log showed occurrences of occlusion alarms. Functional testing duplicated the reported issue. The investigation determined that the force sensor being out of calibration was the cause of the reported issue. The investigation also indicated that the issue may have been the result of the customer not performing required preventive maintenance and/or neglect. Based on evidence and investigation, the complaint allegation was confirmed. The force sensor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.